Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the tube misloading sensor/force sensing resistor (fsr) being out of specification is unknown. To correct the condition, the tube misloading sensor/force sensing resistor (fsr) was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent. This is a product not distributed in the us but is same or similar to a device marketed in the united states. The 510k number is not available.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a tube misloading sensor/force sensing resistor (fsr) out of specification. No additional information is available.